Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3345ml. The largest prescribed fill volume was 2000ml, which meets iipv criteria. Product surveillance notified the nurse of the iipv event found during evaluation. According to the nurse she was not aware of this event as the patient did not report any overfill symptoms. The nurse stated that the patient has resumed therapy successfully. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area.